Event description:
Complainant alleged that during biomed testing, the device powers off on ac power with a two-year old battery. Customer biomed isolated the alleged malfunction to the battery. The battery will be replaced. The customer elected not to return the device to zoll medical technical service for evaluation. Complainant indicated that there was no patient involvement in the reported malfunction.